Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens had a broken haptic. The iol was removed and replaced with a backup lens during the initial procedure. Additional information was received stated that the lens was unfolded into capsular bag noted after implantation. While manipulating the lens haptic was completely broken. There was no patient harm.

Manufacturer narrative:
Correction: on initial MDR the product problem code of 1254 was an error. It has been removed. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4).